Event description:
Nellcor puritan bennett received a report on a n-395 of no audio alarms from a biomedical engineer. The unit was in use on a patient who experienced desaturation of readings without the n-395 alarming. Information received indicates the patient recovered. Biomedical engineer also reports that dropped damage occurred to the unit and it is not known if this damage occurred prior or post to the audio problem. The biomedical engineer ordered a replacement speaker for this unit.

Manufacturer narrative:
Nellcor puritan bennett has requested that the original speaker be returned for investigation.